Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting the patient in the left jaw with one syringe of juvéderm volux¿ xc. This was a reuse of the syringe. The healthcare professional noticed a ¿pressure occlusion¿ and ¿diminished capillary blood flow¿ at the injection site. The needle was on the bone. The patient was flushed with hylenex and the event resolved.